Event description:
It was reported that the implantable cardioverter defibrillator (ICD) withheld detection during possible ventricular tachycardia (vt) prior to delivering therapy. It was suspected that the device withholding detection was inappropriate. It was further reported that the right atrial (ra) lead exhibited possible intermittent undersensing during treated episodes. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.